Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision surgery to explant head due to unknown reasons. Non revised products: product ID: ppt170xx unknown cupule mobile a bague de maintien/ lot no.: unknown/ qty: 1. Product ID: pha012xx unknown profemur® neck neutral/ lot no.: unknown/ qty: 1. Product ID: pxxxxxxx unknown profemur® stem/ lot no.: unknown/ qty: 1.